Event description:
In 2000, baxter was notified by a donor center that in 2000, a pt had expired following a platelet transfusion. The info provided regarding this event indicated the pt had igg kappa myeloma since 1997, was an allogeneic bone marrow transplant recipient as of 2000, and was receiving this transfusion as treatment for thrombocytopenia (ttp). The info provided showed that the first platelet unit transfused there was no physiological response noted from the pt. The second unit of this same product was transfused approximately three hours following the first unit. Vital signs increased slightly, including a rise in temperature from 100.7 f to 102.4 f, and an increase in hr from 100 to 122. The report form also noted rigors, and stated that the pt had chills. Benedryl and demerol were given. The pt was already on vancomyacin and another antibiotic. The pt told the rn they were alright. About three hours later pt was found to be nonresponse with a pulse of 2-3 bpm. Resuscitation efforts were not successful.